Event description:
It was reported the system cine function was non operational thereby losing subtraction, road-mapping, or other critical vascular cine functions. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive, cine bridge board, and the cine cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.